Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call insulin pump exposed to fluid. Customer's blood glucose level was 8.6 mmol/l. Troubleshooting for insulin pump being exposed to fluid was performed. Customer advised there was a patch that might have been heat or sweat on the device. Customer was riding a bicycle and the device was exposed to sweat. Customer advised there is fluid under the lcd display window, the device stopped working, it flashed and then finally turned off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.